Event description:
It was reported that the lead was explanted due to undersensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It is reported that pt was revised due to loosening.